Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The investigation of the returned product revealed that a connecting rivet has come loose in the joint on the distal side. In addition, we would like to call your attention to a warning in the corresponding instructions for use (B)(4) on page 2. Overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. The user is warned not to overload the device. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
*Lot number provided in section d4. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, device used to perform an operative hysteroscopy with endometrial biopsy. The device has contact with the patient for approximately 2 minutes and the total procedure duration was approximately 10 minutes. The patient attends the hysteroscopy clinic for follow-up of endometrial hyperplasia without atypia. During the performance of the hysteroscopy with a bettocchi hysteroscope, using biopsy forceps, the forceps does not close and a small metal screw was found in the uterine cavity (probably detached from the forceps that did not close). An attempt to recover the screw with new forceps failed. At the end of the examination, the screw was not found in the uterine cavity or in the lumbar collection bag. The patient was informed of what had happened.